Event description:
It was reported, five days post implant, that a lead integrity alert (lia) was triggered due to a high number of short interval counts (sic) on the right ventricular (rv) lead. Also, the lead was sensing the atrial depolarization and the capture threshold had increased. It was discovered that the lead had "fallen out." The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).